Event description:
It was reported that during a da vinci prostatectomy procedure, it was found that the wire of wrist of the prograsp forceps instrument came off from the pulley. By using backup instrument, the planned procedure was completed without problems. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was derailed at the distal idler pulley. The grips could still open and close but movement may not have been precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to derailment. Additionally, the grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. Failure analysis investigation also found the following damages to the instrument: the pitch cable was frayed at distal idler. No damage was found on the pulley and clevis. Indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cables and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.